Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximal of the distal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a burst occurred. The target lesion was located in the less calcified popliteal artery. A 5.00mm/2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the catheter burst at 6atm. The procedure was completed with another balloon catheter. There were no patient complications reported.

Event description:
It was reported that a burst occurred. The target lesion was located in the less calcified popliteal artery. A 5.00mm/ 2.0cm/ 135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the catheter burst at 6atm. The procedure was completed with another balloon catheter. There were no patient complications reported.